Event description:
It was reported that high out of range pacing lead impedance was observed. Some instances of noise were also detected as nsvt. All testing through the psa revealed normal measurements. It was also noted that the patient is a frequent tennis player. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.